Event description:
The screwdriver shaft broke off during surgery and the fragment was removed. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for investigation. The returned screwdriver shaft is over 11 years old. The distal hex tip of the returned screwdriver shaft has sheared off mostly evenly, except for 2 jagged corners each approximately 0.5mm length. The broken piece(s) of the tip was not returned for evaluation. The device was manufactured to the correct material. The design and risk analysis was reviewed and is adequate for its intended use. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.